Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reyh1695 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter part of the implanted port broke off in the patient. There was no reported patient injury. On (B)(6) 2016 - the patient was septic and had port removed by surgeon as witnessed by nursing staff at bedside. They reported it came out with ease. The following day, a routine x-ray indicated residual catheter. As the patient was terminal, the decision was made with the family for no further intervention. Per additional information received on 15-mar-16, it was reported that the patient was admitted to ccu and passed away. The cause of death was sepsis. The port was removed and the distal tip of the port catheter was sent away for pathology.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the catheter and sepsis could not be verified due to the nature of the complaint and the condition of the returned sample. Reference complaint record (B)(4) for the catheter break. This investigation was opened for the reported death, caused by sepsis. One ti l/p powerport with attachable 6 fr s/l chronoflex catheter was returned for investigation. The catheter was received in two segments. The proximal catheter segment, which was 2.2cm in length, was attached to the port stem and secured with the catheter lock. The 50 and 51 cm depth marks were visible on the proximal catheter segment. The 50cm depth mark was partially worn from the tubing. The distal catheter segment was 22.3cm in length. The 28-49 cm depth marks were visible on the tubing. The 46-49cm depth marks were partially worn from the tubing. Slits were noted across the port septum, which were most likely created during port removal if the overlying tissue was cut away in order to remove the port from the port pocket. Needle insertion marks were also visible in the septum. The adjoining ends of the catheter were microscopically examined and were noted to have sharp edges with striations across the adjoining surfaces, which is consistent with sharp instrument damage. The cross section at the distal end of the 22.3cm catheter segment exhibited the same characteristics. Functional testing revealed a leak in the distal catheter segment between the 36 and 37 cm depth marks. The leak site revealed sharp edges in the tubing and striations across the adjoining surfaces. It appears that the tubing was also damaged with a sharp instrument at this location. Up to 27cm from the distal end of the catheter was not returned for investigation. It is unknown how much of the catheter was trimmed away at the time of placement. Sharp instrument damage was observed on the catheter, but it is unknown if this damage is associated with the reported break. At this time, based on the evidence provided with the returned sample, it cannot be verified that the alleged sepsis and resulting death is related to the implanted port, catheter, or reported break in the catheter. The product IFU states, ¿the use of a subcutaneous port provides an important means of venous access for critically ill patients. However, the potential exists for serious complications, including the following: catheter or port-related sepsis.¿ no further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
On (B)(6) 2016 - the patient had colorectal cancer and sepsis. The port was being used for chemotherapy. The port was inserted in the right cubital fossa. Asceptic technique was "always" used during port access. The patient developed sepsis "many months after insertion and chemo treatments". On (B)(6) 2016 - facility reported to the sales representative that no part of the port catheter was sent to pathology; this information was provided incorrectly by the facility initially. The surgeon states he did not cut anything off the catheter (although, the returned sample had the port body cut off). The facility showed the sales representative the x-ray taken the day after the port was removed and the x-ray showed a "piece of catheter" in the axillary (not in the heart). The x-ray could not be released to bard per facility's policies.